Manufacturer narrative:
(B)(4). Batch # n56h6c. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device stuck on tissue when the jaws would not open? If yes, how was the device removed from tissue? Were the device jaws eventually able to be opened?

Event description:
It was reported that during a radical gastrectomy for gastric cancer, jaw could not open; after fired, could not open the jaw. Another like product was used to complete the procedure. There is no report on the patient's injury.

Manufacturer narrative:
(B)(4). Date sent: 06/28/2019. Corrected data: 3005075853-2017-04793 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-04793 will be re-submitted as follow-up #1.

Manufacturer narrative:
(B)(4). Date sent: 10/06/2017. Device analysis: the analysis results found that one ec45 device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: was the device stuck on tissue when the jaws would not open? If yes, how was the device removed from tissue? Used new device to cut and be identical anastomose the tissue. Were the device jaws eventually able to be opened? No the firing finished, so the surgeon removed the device with closed jaw.